Event description:
A sales representative reported that a physician performed a percutaneous breast biopsy. Following the biopsy the pt bled more than was expected, and the pt had to go to surgery to drain the blood from their breast. Their lumpectomy was delayed because of a hematoma.